Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the severely tortuous and severely calcified middle left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, it failed to cross the lesion and during inflation, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 6mm from the tip of the device. The device failed to inflate to rbp. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the severely tortuous and severely calcified middle left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, it failed to cross the lesion and during inflation, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported and the patient was stable.